Event description:
In december 2014, they did a dose change in flex mode and made a mistake with the basal rate. It was at 35 mcg/hour but was inadvertently changed to 41 mcg/hour which then the daily flex dose went from 940 mcg to 1030 mcg/day. They were not certain how it occurred but would make a dose adjustment per the doctor¿s discretion. The event logs were examined. It was later reported on (B)(6 ) 2015 that they were going to decrease the dose. They wanted both the one step rate and the basal rate the same. So the basal rate was changed from 41 mcg to 30 mcg and the step rate was changed from 45 mcg to 30 mcg which meant that the patient would now get a simple continuous rate of 30 mcg/hour for 24 hours which made it programming for simple continuous mode; however the physician did not want to program in simple continuous mode, but wanted to leave it programmed in flex mode. This was a 30% decrease in patient's dose which the physician thought was safe for the patient at 718 mcg/day. The device system was delivering gablofen. The patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is r received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not experience any symptoms as a result of the programming error. The programming error was noted as resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).